Manufacturer narrative:
The pt was treated by means of thrombectomy with export catheter, lesion dilation with 2.5 x 15 quantum maverick and 2.5 x 13 cypher stent placed. Final films revealed reduction of stenosis from 95% to 0%. The outcome attributed to the ae was disability or permanent damage indicated by the rptr. The prod remains implanted in the pt and is not available for eval and testing. Add'l info will be sent within 30 days upon receipt.

Event description:
Report rec'd indicated pt experienced st segment elevation myocardial infarction. In addition there was stenosis with thrombus of previously implanted stent. Medwatch report was forwarded to cordis from the dept of hlth and human svs. The report rec'd revealed that in 2007, cath films revealed 90% stenosis of proximal left anterior descending. The lesion was predilated with a 2.25 x 15 mm maverick balloon and subsequently a 2.5 x 18 mm cypher des was implanted. Final films show 0% residual stenosis. The pt was treated with heparin, intergrillin, asa, and plavix. Discharge meds include asa and plavix. The pt underwent planned knee replacement with last dose of plavix in 2008. The pt presents to outlying ER five days later (2008) with stemi. Transfer to the rptr's facility for intervention. Cath films revealed 95% stenosis with thrombus of previously placed stent.